Event description:
A healthcare worker reported their cidex plus was cloudy, when the activator was added. The worker verified that the solution was discarded and not used to process any instruments to be used on pts. The worker stated their solutions subsequent to this event have been clear when the activator is added.